Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information received, a patient who had perceval sutureless aortic heart valve pvs23 implanted on (B)(6) 2017, is scheduled for a tavr on (B)(6) 2022. No allegation of device malfunction nor serious injury on the patient has been received form the site.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer attempted to retrieve further information on the reported event, device involved, and if the procedure has been performed on the scheduled date or not, but no information has been received up to this date. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide a follow up report. Not explanted; tavr procedure planned to be performed.